Event description:
International customer reported that the pt presented with a wound dehiscence at an unspecified time following a gynecologic procedure. The pt was returned to surgery for repair. The customer reports that the suture broke. Additional info was requested; no further info was received.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.